Event description:
It was reported that the customer experienced high blood glucose levels and that the insulin pump may not have delivered insulin. The blood glucose reading was between 400 and 500 mg/dl. The customer stated that she experienced high blood glucose levels beginning about 3 to 4 weeks prior. She treated with manual injection. The most recent blood glucose reading was 522 mg/dl. She complained of poor vision, bad balance, and abdomen pain. She was advised that her symptoms indicated possible onset of diabetic ketoacidosis. She was advised to change the entire infusion set, reservoir and insulin. Upon inspection, it was found that the auto off feature had been set to 24 hours because the customer did not know what the alert was for. She was assisted with programming the device correctly. She found low reservoir alarms in the alarm history. She declined to complete troubleshooting due to her vision issues. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.